Event description:
It was reported that foreign matter was found. The 90% stenosed target lesion was located in the highly calcified ight anterior interventricular artery. Pre-dilation was performed with a 2.50mm x 20mm emerge balloon catheter and a 24 x 2.75 promus premier select stent was successfully implanted. During the withdrawal of the stent delivery system there was resistance felt at the end of the non-bsc guide catheter. When the stent delivery system was pulled off the straight tip 190cm samurai guidewire, resistance was felt again and then a thread approximately 15cm long came out and was rolled up on the side and was described as looking like plastic. The procedure was completed and there was no harm to the patient.